Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6 ( type of investigation), h11. Corrected field: d4 (UDI). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board (0670-00-1162). The battery charge check in diagnostic mode was okay. The fse performed a complete functional check and electrical safety test check. Both were okay. The iabp was tested according to manufacturer and operational protocol.

Event description:
It was reported that during new battery testing, by a getinge technical trainer, the cardiosave intra-aortic balloon pump (iabp) demo unit refuses to charge the 2 batteries .it works normally on batteries, but stays at 0 amps when on mains. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.